Manufacturer narrative:
The distributor performed a checkout of the equipment but could not confirm the reported issue. Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. The device was restarted and the case was resumed. There was no report of patient injury.